Event description:
It was reported that post procedure, the patient's right ventricular (rv) lead had no sensing and it was determined that the lead had a minor dislodgement. The patient was asymptomatic. The rv lead was repositioned. The patient was stable throughout procedure.